Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. The customer addressed their bg with a manual injection. The customer reverted to manual injections for insulin therapy.